Manufacturer narrative:
Report date: 22sep2021.

Event description:
The customer reported that a ventilator had a depleted battery. The customer reported that the device was not being used for treatment. Additionally, no patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.